Event description:
The customer reported the ventilator is displaying primary alarm failed. Patient/user involvement is unknown. No harm reported. Biomed has confirmed diagnostic code 1102 primary alarm failed in the significant event log. Biomed is reporting the unit is also displaying 5021 motor speaker failed, power management (pm) board passed. The remote service engineer (rse) advised customer the likely failure is the speaker. Rse provided biomed with the part # for the v60 speaker assembly. Customer advised there are 2 speakers. Part # 453561511921 rp-speaker assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the speaker and the issue was resolved.